Manufacturer narrative:
Correction to g2, health professional was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation from instructions for use (IFU) was confirmed: overdue replacement of water filter. Results of water filter analysis the analysis results of the water filter requested by the customer are described below. Method: a water filter was immersed in pure water, and the water was subjected to component analysis for the dry residue. Result: based on the analysis results, the main components are considered to be protein, cellulose, and tap water. Therefore, it is considered that it is not a component derived from the body of the reprocessor. In addition, since the analysis of the water filter is required to be non-destructive, it was not possible to directly collect the adhering black foreign material. We immersed the area, including the areas where foreign material adhered, and analyzed the dried residue of water, so it is thought to be one of the components of the detected substance, but cannot be identified. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, it is likely that the user's failure to read the IFU carefully and the user's mistake in managing the replacement of the water filter lead to the event. The following is included in the device IFU: "routine maintenance replacing the water filter (maj-824) replace the water filter periodically, at least once in one month to prevent contamination of the rinse water." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that algae had grown in the disinfectant tank of the oer-4 automatic endoscope reprocessor (aer). The issue was found during pre-use inspection. The algae was cultured and tested. Bacteria was detected in the aer and water filter used with the aer. The type of bacteria cultured was unknown. The algae was removed and the aer was cleaned. The customer noted the water filter was not replaced regularly according to the instructions for use (IFU). There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Reports are being submitted on the oer-4, water filter and the scope that was reprocessed using the aer. Please refer to the following reports: patient identifier of (b(6) is related to model number: maj-2318, s/n: (B)(6). Patient identifier of (B)(6) is related to model number: oer-4, s/n: (B)(6). Patient identifier of (B)(6) is related to model number: gif-h190n, s/n: (B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. An oer-4 automatic endoscope reprocessor (aer) was used. Water quality of the rinse water was controlled, but the water filter was not replaced according to the IFU. The customer noted that water was used as the disinfectant. The scope was dried using the aer. During device evaluation at olympus, it was found the complaint was confirmed and the filter had black foreign material attached. This event is under investigation. A supplemental report will be submitted upon receiving additional information.